Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left was not visualized') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "distorted silver metallic somewhat coiled wire". Medical conditions: on an unknown date patient underwent unknown essure confirmation test. Results of confirm. Test: bilateral occlusion. Concurrent conditions included cyst of ovary, rectal bleeding, internal hemorrhage, edema lower limb and hemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced haematuria ("hematuria"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain(pelvic)"), genital haemorrhage ("heavy bleeding/bleeding: gen/ abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure: yes"), urinary tract infection ("uti/ utis"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and skin disorder ("skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, depression, fatigue, migraine, weight increased, female sexual dysfunction, heavy menstrual bleeding, rash, psychological trauma, urinary tract infection, headache, nausea, visual impairment, skin disorder, haematuria and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plantiff received treatment for pain, bleeding, psych injury, fatigue, migraine, headaches, nausea, vision problems, weight gain. Discrepancy in date of insertion as per pfs (B)(6) 2012 "left was not visualized and assumed either to be expelled intrauterine or within the tube" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: her fallopian tubes were fully occluded. Pathology test - on (B)(6) 2021: gross description: a. Received without fixative, labeled ¿ensure¿ (explant), is a distorted silver metallic somewhat coiled wire (26.5 cm length x less than 0.1 cm diameter) with scant attached white gray tissue, consistent with an essure device. B. Received without fixative, labeled dilation and curettage, are multiple pink tissue fragments with admixed fragments of dark red clotted blood aggregating to 1.5 x 1.5 x 0.2 cm. Final diagnosis: a. Essure device, left, removal. B. Endometrium curettage: - mid secretory phase endometrium. - negative for hyperplasia and malignancy.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left was not visualized') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "distorted silver metallic somewhat coiled wire". Medical conditions: on an unknown date patient underwent unknown essure confirmation test. Results of confirm. Test: bilateral occlusion. Concurrent conditions included cyst of ovary, rectal bleeding, internal hemorrhage, edema lower limb and hemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced haematuria ("hematuria"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain(pelvic)"), genital haemorrhage ("heavy bleeding/bleeding: gen/ abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure: yes"), urinary tract infection ("uti/ utis"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and skin disorder ("skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, depression, fatigue, migraine, weight increased, female sexual dysfunction, heavy menstrual bleeding, rash, psychological trauma, urinary tract infection, headache, nausea, visual impairment, skin disorder, haematuria and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plantiff received treatment for pain, bleeding, psych injury, fatigue, migraine, headaches, nausea, vision problems, weight gain. Discrepancy in date of insertion as per pfs (B)(6) 2012. "Left was not visualized and assumed either to be expelled intrauterine or within the tube". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: her fallopian tubes were fully occluded. Pathology test - on (B)(6) 2021: gross description: a. Received without fixative, labeled ¿ensure¿ (explant), is a distorted silver metallic somewhat coiled wire (26.5 cm length x less than 0.1 cm diameter) with scant attached white gray tissue, consistent with an essure device. B. Received without fixative, labeled dilation and curettage, are multiple pink tissue fragments with admixed fragments of dark red clotted blood aggregating to 1.5 x 1.5 x 0.2 cm. Final diagnosis: a. Essure device, left, removal. B. Endometrium curettage: mid secretory phase endometrium. Negative for hyperplasia and malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2021: mr received. Case category updated to serious incident. Essure removal was added. New events added: left was not visualized and device shape alteration. Concurrent conditions and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.